Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer was advised replacement infusion sets would be sent out. Customer received a motor error alarm during fixed prime. Customer was able to rewind the insulin pump.